Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that they were in the pool with the insulin pump on. Customer's current blood glucose reading is 324 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad trace. No button error alarm noted. No moisture damage on electronics noted. Insulin pump received with minor scratches on display window and cracked reservoir tube lip.